Event description:
Zoll billing notified zoll customer support that a (B)(6) female patient contacted them and reported that the batteries would not charge. Zoll customer support issued the patient a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (batteries won't charge) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the q1 transistor was shorted. The cause of the inability to charge the batteries is the shorted q1 transistor. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the sorted component. The patient received a replacement charger/modem.